Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information had been received from the healthcare professional of the clinical study via a manufacturer representative. It was reported that an out of range impedance was noted on (B)(6) 2017. The amplitude was 0.7 volts with an impedance greater than 10,000 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional of the clinical study reported the impedance of electrode 5 was greater than 10 ,000 ohms. The patient's relevant medical history includes failed back surgery syndrome, hypercholesterolemia, two laminectomy surgeries in 2002, 2 fusion surgeries in 2004, and cervical decompression surgery in 2008. The patient was born in (B)(6) 1956.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported the cause was not detected. It was also noted it was patient follow-up per standard of care. No additional information was available.

Manufacturer narrative:
The main component of the system and the other applicable component is: product ID: 39565-65, lot# va0yahd006, product type: lead.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). Device interrogation on (B)(6) 2017 determined the impedance was out of range. A device diagnosis of impedances out of range was reported. There was no signs or symptoms (no adverse event). There was no action taken and the event was ongoing with no further action needed. It was indicated that this device deficiency could not have led to a serious adverse device effect.